Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.56 and charge times of 15.4 seconds. The field representative inquired about the device remaining longevity. Technical services (ts) discussed the shortened replacement window and mid-life display of replacement indicator's. Subsequently, the device was explanted and returned for analysis.